Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert indicated that the lv lead impedance had dropped. It was stated that the drop-in impedance had been very gradual. Sensing and capture looked good. No signs of lead damage were seen. The lead will be monitored. The patient is stable.